Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample. The patient received a radical prostatectomy a few years ago and therefore regular follow-up tests were performed. The initial result was 2.63 ug/l and was reported outside of the laboratory. Based on the result, a "tracer spect-CT" was performed to exclude a prostate carcinoma. There was no allegation of an adverse event. The repeat result on (B)(6) 2018 was 0.0560 ug/l and was believed to be correct as it fit the clinical picture of the patient. The reagent lot number was 291528. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include contamination of the environment with the analyte, dirt on the gripper finger, or reagent handling/pre-analytic issues. Based on the qc data, a general reagent issue could be excluded.

Manufacturer narrative:
The field service representative replaced the measuring cell. The investigation was unable to find a definitive root cause.